Event description:
Patient was revised to address loosening of the femoral, tibial and patella components. Lysis was present medially under the tibal component and distally under the femur. Tibial insert showed mild to moderate wear.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported event based on the provided information. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product codes are discontinued items. Should additional information be received, the complaint will be reopended. Depuy considers the investigation closed.